Manufacturer narrative:
Per the instructions for use (IFU), paravalvular leak (pvl) is a known potential adverse event associated with bioprosthetic heart valves and the transcatheter heart valve (thv) procedure. The patient screening manual and the procedure didactic identify several procedural and anatomical factors which could contribute to pvl, including device malposition, inaccurate measurement of the native valve annulus, uneven distribution of calcium on the native valve, bulky or severe calcification, an elliptical annulus shape, and valve under-sizing. Edwards extensively trains physicians before they are qualified to use the sapien thv. The patient screening manual instructs the operator on the proper aortic valve and root assessment, including the use of echo, aortogram, and computerized tomography (CT) to appropriately measure the annulus diameter, content and distribution of calcium, and leaflet characteristics. Contraindications, important considerations when assessing the valve, and choosing the proper thv are also discussed. The thv training manuals also instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Device preparation, approach, deployment, imaging, procedure-specific training manuals, and proctored procedures are also included. In this case, there was no allegation or indication a product malfunction contributed to this adverse event. Investigation results are inconclusive as patient and procedural factors were not provided; however, the event could be related to the mechanisms described above. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported by the field clinical specialist, during a transaortic tavr procedure with a 23mm sapien 3 ultra valve in the aortic position, the first 23mm s3u valve was attempted via transaortic. Moderate-to-severe pvl was noted possibly due to positioning of the thv across the valve utilizing the center marker and pigtail in the coplanar view. A second 23mm valve was then deployed. After deployment of the 2nd 23mm s3u valve, the commander delivery system had an interaction and bumped 1st 23mm s3u valve which became dislodged. After deployment, the second 23mm valve showed moderate-to-severe pvl and appeared to be dislodged as well, possibly due to interaction with the delivery system but is not clear. A 26mm valve with -2cc was then deployed. No pvl was noted and both 23mm valves appeared to be secured by the 26mm valve. The initial/index valve was anchored above the native annulus. The second valve was anchored along the annulus and down into the left ventricular outflow tract (lvot). The valves are along the aortic valve anatomy - up into the sinuses and down into the lvot. All valves were located within the annulus. The patient was high risk for surgery and would not survive going on bypass. The team attempted everything they could to keep the patient from going on bypass. Of note, post procedural bleeding was noted, but the patient was stable. Additional information from the field clinical specialist, limited feedback was provided regarding the patient's bleeding as it took place after the case had finished. Intervention done for the bleeding is unknown. It is unknow whether a blood transfusion was given. There was no damage to the esheath as none was used. There was no withdrawal difficulty. There was no allegation of a device malfunction.

Manufacturer narrative:
A correction supplemental MDR is being submitted due to new information. Sections g6 and h2 were added. Corrected h10 with new information. Sections g6 and h2 were added.

Event description:
Additional information received, the reported paravalvular leak was on the first 23mm sapien 3 ultra valve only.